Event description:
It was reported the patient mentioned that her foot has started to hurt where she has the bhs. The patient said the word throbbing but then also said she couldn't explain the feeling. The patient was called and described the feeling as a pulling/burning sensation. The patient stated that the pain started a couple of days ago. The patient stated that the pain is only while she is using the device. The patient stated that it is like a burning sensation/pressure. The patient does not feel anything when she is not using the device. The patient has increased her daily activity lately. The patient stated that the pain level is 8 when she is not taking pain medication. The patient is taking oxycodone 10/325. The patient is going back to the doctor on the 22nd. The patient is using the device about 5 hours because of the burning and aching. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient mentioned that her foot has started to hurt where she has the bhs. The patient said the word throbbing but then also said she couldn't explain the feeling. The patient was called and described the feeling as a pulling/burning sensation. The patient stated that the pain started a couple of days ago. The patient stated that the pain is only while she is using the device. The patient stated that it is like a burning sensation/pressure. The patient does not feel anything when she is not using the device. The patient has increased her daily activity lately. The patient stated that the pain level is 8 when she is not taking pain medication. The patient is taking oxycodone 10/325. The patient is going back to the doctor on the 22nd. The patient is using the device about 5 hours because of the burning and aching. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.